Event description:
It was reported that guide wire removal difficulties were encountered. During a renal angiogram procedure, the physician was attempting to exchange a 6fr non bsc sheath over the 035/145 amplatz super stiff guidewire. Resistance was encountered when pulling the wire back and the wire wouldn't come out. The physician thought the wire may have been caught on the implanted abdominal aortic aneurysm (aaa) endograft. The outer wire started to unravel. The physician used a set of tweezers at the access site to pull the monofilament/outer of the wire from the patient's body. No patient complications were reported and the patient was doing well.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The unit returned has coil unraveled. The visual inspection was performed and the device returned was broken in two sections and severely damaged: the coilwire is unraveled and broken on the distal end, and the corewire is broken on the distal end. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire removal difficulties were encountered. During a renal angiogram procedure, the physician was attempting to exchange a 6fr non bsc sheath over the 035/145 amplatz super stiff guidewire. Resistance was encountered when pulling the wire back and the wire wouldn't come out. The physician thought the wire may have been caught on the implanted abdominal aortic aneurysm (aaa) endograft. The outer wire started to unravel. The physician used a set of tweezers at the access site to pull the monofilament/outer of the wire from the patient's body. No patient complications were reported and the patient was doing well.